Event description:
According to the available information, the mandrel cannot be removed. The dilators bend. There is a high risk of kidney damage.

Event description:
According to the available information, the mandrel cannot be removed. The dilators bend. There is a high risk of kidney damage.

Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 8791628. We have received 25 sealed sets of lot 8865488 & 7 sealed sets of lot 8791628. However these samples were not tested at this moment, because during first visual inspection it was observed a packaging issue at the sealing level. This takes priority over the problem of the sock effect, and we're keeping the bags intact for future investigations. The decision was taken to recall all the rje114 & rje112 through the fsn_20241119_packaging & fsca_20241119_packaging. According to the information known quality database was checked and revealed one non-conformity opened on october 2024: (B)(4) "mandrin stuck in the vortek j catheter" potentially related to the complaint's description. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was performed based on vortek nephrostomy catheter sets product, same defect: mandrin stuck from october 2020 to october 2024:5 similar case were found (B)(4). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.